Manufacturer narrative:
The received device had the cannula assembly fully deployed. Fluid path test was conducted. Initially, the fluid did not flow through the distal tip. Upon manually clearing the crystallized insulin present at the distal tip, fluid was found to exit the fluid path as intended, though the exposed portion of the soft cannula was kinked. No signs of leakage were observed. The download data does not contain any timeouts or drive stalls. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported that the patient's blood glucose levels reached 302 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a bolus was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.